Manufacturer narrative:
Results: analysis of programming history confirmed event.

Event description:
During a review of the patient's programming history, it was noticed that upon initial interrogation on (B)(6) 2006, the patient's settings were unintended settings. The settings were indicative that a faulted systems test occurred, as the output current was 0ma and the off time was 60 minutes. A faulted systems test occurred after the final interrogation on the previous clinic visit on (B)(6) 2005, and final interrogation was not performed. The patient's settings were corrected on (B)(6) 2006.